Event description:
Per the audiologist, the pt reported fluctuation and decreasing performance when using the cochlear implant system. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function. The electrode results were equivocal. Explantation/reimplantation is being considered, but had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.